Event description:
Da vinci xi monopolar curved scissors found to have "bent shaft" at the distal end of instrument tube, at the middle of the "orange" warning area, directly behind the start of metal working tips. Defect found prior to beginning of surgery during pre-surgical inspection. Instrument removed from sterile field, isolated and sent for cleaning and return to vendor.